Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: white calcification in the surface of the shell, crease fold, wear abrasion and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange due to concern with textured product.

Event description:
Patient reported left side "had issues." Healthcare professional reported "capsular contracture", baker grade unknown and exchange due to concern with textured product. Device was explanted.